Event description:
As reported by the user facility: customer reported to (B)(6) health authority (B)(6). The respective pump was reported to administer infusion solution with a faster rate than originally set. The pump was controlled by the hospital's maintenance unit and no malfunction was found. All the disposables have been destroyed. The competent authority (B)(6) has been informed. Most likely it is a case of "free flow" after a wrong insertion of the infusion line.

Manufacturer narrative:
(B)(4). B. Braun medical, inc. (The importer) is submitting this report on behalf of b. Braun (B)(4). This report has been identified as b. Braun (B)(4). The investigation of the infusomat space showed only small cracks on the operating unit. The small cracks were detected on the left side of the front panel, which are typical signs of a drop down damage. These damages could not contribute to the reported event. No further damages were noted. History data were read out and we found no abnormalities. Functional tests in our quality laboratory with the claimed device showed no faults in function, the pump worked correctly. A test of the flow rate acc. To iso (B)(4), section 50.102 showed that the delivery accuracy is within specification. Base on the results of the pump inspection, no conclusion can be made regarding the cause of the event.